Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient's device had worked for about 2 days. The caller reported that they did not know how to use the patient programmer and that the patient's left hand was shaking. The caller reported that, from what they could see, the therapy device was off and there was a question mark with the device. The caller reported seeing that stim was on after syncing the programmer with the ins. The caller reported that the patient was currently programmed at 2.15 and was originally programmed at 1.95, and wanted to decrease to that amplitude level again. The caller reported that the patient was going in for a follow-up surgical appointment. No further patient complications have been reported as a result of this event.